Manufacturer narrative:
The rest ECG reports displaying the reported issue were provided for the investigation. By counting the r-peaks on the provided report it could be determined that the patient's heart rate should have been measured at 140-170 bpm even though the report showed a value of 68 bpm. The rest ECG report is generated by the infinity central station based on the data from the bedside monitor. As the report only shows an 18 seconds excerpt from the patient, the ECG strip report from the iacs was requested for the investigation. The complaint was filed by the user seven month after the date of event and the requested information was not provided. According to the additional information received from the user, the heart rate reading on the iacs was also incorrect during active patient monitoring. Since the iacs algorithm is different than the rest ECG report algorithm, log files from the iacs were requested, but also not provided. None of the requested information was provided, and therefore a root cause for the incorrect heart rate could not be determined. The root cause of the missed pacer beats in the rest ECG report is the low sampling rate of the algorithm which can be insufficient to detect pace spikes from modern pacemakers. The IFU contains a warning regarding the rest ECG report that "before final interpretation and diagnosis, qualified physicians should review suggested diagnostic statements and all other available information." The algorithm for both the rest ECG report and the iacs heart rate calculation is tested against aami and mit database and meets industry state of the art. The ECG waveform is not affected by the heart rate calculation and can be used to derive the correct heart rate on the report and during monitoring. Other vital parameters are not affected by the reported issue and can still be used to derive the patient status.

Event description:
It was reported that the heart rate for a patient was incorrectly calculated and printed on the rest ECG report. Additionally, paced beats were not picked up in a different rest ECG report. In addition to the rest ECG report the heart rate was reportedly also incorrectly displayed during active monitoring.